Event description:
It was reported that the balloon burst and separated into two parts. A 3.0 x 220 x 150 sterling balloon catheter was selected for use in a balloon angioplasty procedure. While inflating the sterling balloon, there was an implosion and it became sectioned in two parts with risk of migration. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the balloon was separated 12.6cm from the tip. The distal end of the separated balloon was pulled over the tip. Microscopic examination revealed a longitudinal tear 46mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon and the balloon was separated.

Event description:
It was reported that the balloon burst and separated into two parts. A 3.0 x 220 x 150 sterling balloon catheter was selected for use in a balloon angioplasty procedure. While inflating the sterling balloon, there was an implosion and it became sectioned in two parts with risk of migration. No patient complications were reported. It was further reported that the balloon burst on the first inflation in the posterior tibial. The balloon was successfully removed from the patient, and both parts remained on the guide. No device fragments remained in the patient. The procedure was completed with another balloon.

Event description:
It was reported that the balloon burst and separated into two parts. A 3.0 x 220 x 150 sterling balloon catheter was selected for use in a balloon angioplasty procedure. While inflating the sterling balloon, there was an implosion and it became sectioned in two parts with risk of migration. No patient complications were reported. It was further reported that the balloon burst on the first inflation in the posterior tibial. The balloon was successfully removed from the patient, and both parts remained on the guide. No device fragments remained in the patient. The procedure was completed with another balloon.